Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that during a review of the service report, it was found that in the middle of equipment testing and prior to the start of an unspecified procedure, there was an over-temperature message. Upon further review of the savelogs, it was discovered that it was not an over-temperature message that was displayed, but rather a power monitor fault ( usacquisitionhw_40 error). The intended procedure was completed on another system. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint device, there was no trouble found during testing. The system error could not be reproduced.